Manufacturer narrative:
This additional information is being provided after new information became available. The additional information has been provided of this form. Please see medwatch report # 2032227-2015-61512.

Event description:
It was reported that the customer was in the hospital for non-diabetes related issue, for 97 days into a 120 day visit, when the alleged insulin pump malfunction occured. The caller stated that the customer was hospitalized on (B)(6) 2015 at 1900 hours. The caller stated that the hospital blood glucose meter can detect as low as 10 mg/dl. However, the customer's blood glucose was below 10 mg/dl. The exact value was not provided by the caller. The customer was not in a vehicular accident. The caller stated that the insulin pump was replaced on (B)(6) 2015.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
A customer reported via phone call indicating that they were hospitalized on at with a low blood glucose levels which was not provided at the time of the call. The customer stated that they placed a reservoir in their insulin pump and heard the piston of the device working rapidly. The customer went into a state of code blue. The customer's blood glucose dropped under 10 mg/dl. The customer stated that they wanted their insulin pump replaced due to the fear of their insulin pump delivering too much insulin. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.